Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. The event was described as "the patient connector started spinning from the main body of the transfer set." A dark piece broke off of the transfer set, however the nurse was unable to find the location of the broken piece. This issue occurred when disconnecting after peritoneal dialysis therapy. The transfer set was replaced and the patient was given antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) actual sample was returned for evaluation. During v visual inspection no separation was observed between the female connector and main body, nor was any damaged/cracked/broken female connector observed. Leak testing was performed with no issues and no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.